Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 1, anato stem. Additional devices noted in this report were unknown tritanium cup, a delta head and a liner. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that a patient status post right total hip done on (B)(6) 2015 now has an infection. The surgeon decided to remove the implant and insert an antibiotic spacer through the posterior approach. He carefully removed all the components using osteotome and an extraction instrument. After removing the implant, he then re implanted a cement antibiotic spacer. The surgical site was then closed. The surgery was performed without incidence.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. Device information was provided. The additional devices involved in this event are identified as: cat # 500-03-56e, lot # mnrmwv, description: primary tritanium hemi solidback cup 56mm; cat # 6570-0-536, lot # 49765203, description: delta v-40 ceramic head 36/+2,5; cat # 502-11-50d, lot # la0wxr, description: trident 0° x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience

Event description:
It was reported that a patient status post right total hip done on (B)(6) 2015 now has an infection. The surgeon decided to remove the implant and insert an antibiotic spacer through the posterior approach. He carefully removed all the components using osteotome and an extraction instrument. After removing the implant he then re implanted a cement antibiotic spacer. The surgical site was then closed. The surgery was performed without incidence.